Manufacturer narrative:
In the case description, the user mentioned that the controller would not turn on. Visual inspection of the returned controller found no damages to the charging port that would prevent it from charging and no damages to the buttons that would prevent the controller from registering a press of the power button. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge to 100% and turn on with no issues. Review of the android log files downloaded from the controller found the last data point prior to the date of investigation was from 11nov2025. The log files showed that the battery depleted on 11nov2025 with no evidence of the controller being plugged back in to charge it. Review of the log files found no evidence of abnormalities that would prevent the controller from charging or turning on. No evidence of issues that would prevent the controller from turning on were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 527 mg/dl. Patient reported that they were not wearing a pod because their controller would not turn on. The patient stated they tried to charge the controller but nothing would appear on the screen, symptoms reported include hyperglycemia. Patient was treated with insulin for their high blood glucose levels. The patient was released on (B)(6) 2025.